Manufacturer narrative:
The lot was manufactured from september 24, 2018 - september 26, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a leak was identified. The reported condition was verified during initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device was filled with fluorouracil 3420mg in sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.